Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties of the implantable pulse generator (ipg). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was disposed by the facility and will not be returned for analysis. Postoperatively, the patient was doing well.